Manufacturer narrative:
B1 b2 b5 h1 h6; remove codes 1912 and 4614, add codes 2199 and 4582 b1 b2 b5 h1 h6; remove codes 1912 and 4614, add codes 2199 and 4582.

Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was not eating enough. The customer required 3rd party assistance from husband, who brought the customer food. Customer addressed low bg by consuming carbohydrates. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.